Event description:
It was reported that sensor rate driven oversensing was occurring, with occasional pace impedances jumping greater than 3000 ohms, on the right atrial (ra) lead. Troubleshooting was discussed. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Additionally, this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that sensor rate driven oversensing was occurring, with occasional pace impedances jumping greater than 3000 ohms, on the right atrial (ra) lead . Troubleshooting was discussed. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.